Event description:
Analysis of the flashcard was completed on 08/14/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on 08/14/2014. During the analysis it was identified that the handheld was received with the lock button in the locked position. Since the lock button was locked, the handheld buttons and touchscreen were unresponsive. Once the lock button was moved to the unlocked position no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The programming wand was also returned and analyzed. Analysis of the programming wand was completed on 08/13/2014. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.

Event description:
It was reported that the physician's handheld screen was freezing. The physician was provided a new programming computer and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.